Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument did not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt that the 8mm fenestrated bipolar forceps instrument was not functioning properly. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument experienced a loss of cautery during the procedure. No arcing during the procedure. No issues with the jaws of the instrument moving in the wrong/opposite direction of the surgeon controls. There was no injury to the patient.